Event description:
It was reported that the procedure was to treat both iliacs (off-label use). A 6f sheath was advanced contralaterally and a stent was placed in the iliac. The sheath was then pulled back to treat the other iliac. As the absolute was advanced out the end of the sheath, there was resistance felt, so an attempt was made to remove the device. As the stent delivery system was being retracted, the stent deployed about 60 mm proximal to the target lesion in the iliac. The device was in the locked position at the time the stent was deployed. The stent remains in the unintended site in the iliac.